Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) /2015. At the time of hospitalization, the customer's blood glucose was 600 mg/dl and the customer had diabetic ketoacidosis. The caller stated that the customer had a severe infection, pneumonia, and was septic. The customer passed away in the hospital on (B)(6) 2015. The cause of death was hypoxia to the brain. The customer had a mild heart attack and had a stroke. The customer's blood glucose, at the time of death, was between 120 mg/dl and 150 mg/dl. The customer was not wearing the insulin pump at the time of death; the insulin pump had been disconnected at the time of hospital admission on (B)(6) 2015, in the emergency room. The customer was not using sensors and was not wearing one at the time of death. The caller stated that they donated the customer's insulin pump and other products to a homeless shelter, and has disposed of the blood glucose meter.